Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy and return of gastroparesis symptoms, noting not being able to hold food down. This issue began (B)(6) 2015. The patient believed the cause was another implanted device interfering with the implantable neurostimulator (ins). Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indication for use included gastric stimulation.